Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-05966. It was reported the pt's ipg was non-functional. As a result, the pt's ipg was explanted and replaced with a different model. The dr elected to explant the pt's extension and two leads (from the same lot). Both of the leads were replaced with different models. Stimulation and coverage were regained post-op. Analysis testing revealed one of the leads was fractured.

Manufacturer narrative:
Eval results: microscopic inspection revealed one of the leads was kinked with broken wires. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.